Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and other non specific outcomes. It was reported that patient underwent the following procedures: (B)(6) 2005: implantation of tined lead for sacral nerve stimulation under fluoroscopy due to recurrent urinary problems and pain. (B)(6) 2005: implantation of internal pulse generator for sacral nerve stimulation due to recurrent urinary problems and pain.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced refractory urinary urgency, frequency, and urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.